Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. The balloon was loosely folded, and the tip of the device was damaged. The device was prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure. The device failed to inflate to rated burst pressure as there was a pinhole 6mm from the tip of the device. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.